Event description:
During a gastrostomy procedure, a cook flow 20 percutaneous endoscopic gastrostomy set was used. The dilator tip of the device came off of the tubing during placement. The physician retrieved the tubing and bumper from the pt's stomach with a snare/rat tooth forceps. There was no harm to the pt. Another device of the same ty-pe was used to complete the procedure. The bumper and tubing was successfully removed from the pt's stomach. A section of the device did not remain inside the pts body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurence.

Manufacturer narrative:
Investigation evaluation: out laboratory evaluation of the product said to be involved confirmed the report. A definitive cause for the reported observation could not be determined. A visual inspection of part of the device (feeding tube attached to connector) suggest the dilator tube separated from the coupling/connector at the joint, yet the dilator tube was not returned with the device. The major barbed outside diameter (od) was measured with calipers on the connector was not found during our laboratory analysis of the specification. A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Feeding tube separation can occur if the incision through the skin in less than 1 cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1 cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tue exits the stoma site. If the tube experiences excessive pressure during placement, damage to the feeding tube can occur. Inadequate lubrication of the feeding tube prior to placement could contribute to excessive pressure and subsequent feeding tube damage. The instructions for use instruct the user to thoroughly lubricate the entire external length of the feeding tube. This activity will aid in smooth feeding tube placement. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.